Manufacturer narrative:
(B) (4): physio-control evaluated the device and observed that it would not charge the installed battery on ac power. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device would not operate on ac power. However, the device was operational on battery source. There was no patient use associated with the event.